Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP w/humid+ht cell/bt device's event. The manufacturer received information alleging that the device has service required error message. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center. And it is observed that pca burnt. There was no serious patient harm or injury. The patient 's required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.